Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that during setup, prior to the start of a procedure, the angle nut of universal handpiece snapped off when the disposable tip was being removed. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. Backup devices were available, and the subsequent procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the angle joint was missing from the handpiece.

Manufacturer narrative:
During failure analysis, the reported event of the tip of the handpiece breaking off was confirmed during service evaluation. During service evaluation, it was observed the angle nut was missing due to being removed. A damaged angle nut can be caused by over torqueing of the angle nut while attaching a tip to the handpiece. When disassembling the disposable tip, the tip joint should not be removed. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that during setup, prior to the start of a procedure, the angle nut of universal handpiece snapped off when the disposable tip was being removed. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. Backup devices were available, and the subsequent procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the angle joint was missing from the handpiece.